Event description:
It was reported that during an unknown procedure the device was compressed until unable to fire further but no crunch was heard. The device was removed from the tissue after 15 seconds. The tissue was cut complete but the washer hadn¿t been cut. Unformed staples were deployed. The surgeon used the hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The analysis results found that the cdh25a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: corrected product code to cdh25a.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Conclusion base on photographic evidence: based on the photographic evidence and the event description, the belief is that the cause of the complication is an incomplete firing stroke.